Event description:
It was reported that the patient developed diaphragmatic stimulation six weeks after implant. Reprogramming was done and the left ventricular lead pacing was turned off at that time. The lead has now been capped. The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient developed diaphragmatic stimulation six weeks after implant. Reprogramming was done and the l eft ventricular lead pacing was turned off at that time. The lead was later explanted and replaced. The lead has now been capped. The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event. Product event summary: the full lead was returned in segments, analyzed and no anomalies were found, it was noted that the proximal conductor of the lead became extrinsically fractured due to melting, the outer insulation of the lead was extrinsically breached due to melting, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.